Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test. Consumer stated they tested on other brand tests (brand of test not provided) and that generated negative results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3, d4, and g4..